Manufacturer narrative:
Correction: the previously reported patient identifier was (B)(6); the correct patient identifier is (B)(6). Concomitant medical products and therapy dates was initially left blank and was incorrect; the correct medical products is cd3369-40q, (B)(4) - (B)(6).

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, multiple inappropriate antitachycardia pacing (atp) and shocks were noted due to noise exhibited by the right ventricular lead and implantable cardioverter defibrillator. The device was turned off. The device and lead were explanted and replaced. During the procedure, it was noted that the lead helix required multiple turns for extraction and was bent. Patient was stable and recovering following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, multiple inappropriate antitachycardia pacing (atp) and shocks were noted due to noise exhibited by the right ventricular lead. The device was turned off. The lead was explanted and replaced. Patient was stable and recovering following the procedure.